Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for the adverse event which occurred on (B)(6) 2013, mwr-(B)(4) submitted for the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, dense adhesions, lateralized and contracted mesh, foreign body giant cell reaction and abdominal wall reconstructions. Other procedures are captured under separate files.  No additional information is provided.